Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hempro vh-3500 total silicon boot slipped off the jaws on the non-wire side. A piece fell into the patient and was retrieved by the jaws of the cautery tool. No additional incisions. Power was set to 3. Harvester was able to grab the silicon piece out of the leg. There was no burn on the vein or any damage done to the vein. A new device was used to complete the procedure with no issues. Minimal delay less than 5 mins. Pt is doing fine today with normal ICU stay since surgery.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/13/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The gray hot jaw insulation was observed to be intact. The gray silicone insulation on the cold jaw was observed to be detached from the cold jaw, exposing the entire cold metal jaw. The detached silicone insulation was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000401094 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.